Manufacturer narrative:
Device evaluation summary: during visual examination of the device an area of separate material was observed on the anterior aspect measuring approximately 4.8 cm x 7.9 cm. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a saline mentor smooth round moderate plus profile 550cc breast implant being used in a breast augmentation revision was found to be deflated during the operation. No adverse event was experienced by the patient. The surgeon used a backup device, and there were no reported patient consequences or procedural delays.